Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient reported preparing her lunch when she felt dizzy and passed out. The patient fell and fractured her nose from passing out. The patient regained consciousness on her own. Upon wakening, the patient went to the bathroom to stop the bleeding coming from her nose. The patient then passed out again. After regaining consciousness, a second time, the patient stated her cgm was reading 70 mg/dl and her bg meter was reading 26 mg/dl. The patient self-treated by drinking orange juice and eating a peanut butter sandwich. The patient retested her bg meter reading but could not recall that specific value. The patient¿s brother brought her to the ER later that same day to have her nose examined. At the hospital, the patient¿s bg meter reading was 131 mg/dl, but the patient had already removed the cgm device by this time. It was reported that her nose was fractured. Any treatment and/or medications provided to the patient while hospitalized was not provided. The patient was hospitalized for one week. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.